Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not expected to be returned. Investigation is not complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for symptomatic iatrogenic atrial septal defect. It was reported that on (B)(6) 2018, one mitraclip was implanted without reported issues, reducing the mr from grade 4+ to 1+. Post procedure, on (B)(6) 2018, the patient experienced blood oxygen saturation (spo2) reduction. The iatrogenic atrial septal defect was closed percutaneously on (B)(6) 2018. The event resolved. No additional information was provide regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It should be noted that the reported patient effect of atrial septal defect (asd) requiring intervention as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of atrial perforation appears to be related to procedural conditions. The reported additional therapy/non-surgical treatment was a result of case specific circumstances as percutaneous intervention was performed as treatment for the asd. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.